Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. The investigation identified the cause of the reported event to be the control board. The control board needs to be replaced to address the condition. An additional failure was found during the investigation that did not cause or contribute to the reported condition. When a hand piece was plugged into the device's 2 port and removed, the device's 2 port remains latched on indicating that the instrument was never removed. The investigation identified the cause of the reported event to be the steering relay board. The steering relay board needs to be replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the generator's menus were switching on their own with no user intervention. Another generator was used and it worked fine. There was no patient involvement.